Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the distal side. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good post procedure.